Event description:
Broken a needle in the thigh [medical device complication]. Case description: this spontaneous case from facility was reported by a physician as "needle broke off in the patient's thigh during injection" and concerns a pt using novofine 316g (6 mm) needles due to type ii diabetes mellitus (diagnosed 9 years ago). On 06-jan-2006 the needle broke off in the patient's thigh during injection. Reportedly, the patient had been in a hurry and event though she noticed that the needle was bent prior to the injection, she continued with the injection. When the patient retracted the needle, it broke off. The physician reported that he will not remove the needle. The patient hs not experienced any symptoms related to the needle (no injection site tenderness or infection). When diagnosed with diabetes mellitus, the patient was instructed in the use of pens and needles. She changes needles prior to every injection. The needle remains in the patient's thigh, and the outcome is stated as "not yet recovered".